Event description:
The customer was hospitalized for high bgs. The customer had an infection and the set was detached. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate.